Event description:
It was reported that a pump displayed an altitude alarm, and the customer's insulin delivery was suspended due to the alarm condition. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to remove obstructions, clean the speaker holes, and attempt to reconnect the cartridge. Initially, the customer was unable to resume insulin delivery with the existing cartridge, but after loading a new cartridge, the pump resumed normal operation, and the alarm did not recur. Technical support identified that the original cartridge did not vent properly and arranged to send a replacement cartridge to the customer as a gesture of goodwill.